Event description:
The implant surgeon at the hosp reported that "he performed a revision surgery on the left hip of the pt. On one side, the hip was very "special" but with excellent results, and on the other side, there is a beginning of good results. The pt had pain and a rate of cobalt of 18 micrograms."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.